Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an increased in threshold was noted on the right ventricular lead during analysis. The lead was capped and replaced on (B)(6) 2019. Patient was stable post-procedure.

Event description:
New information received notes prior to lead replacement a rise in impedance and undersensing was also noted.